Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of perforation, as listed in the graftmaster rx coronary stent graft system instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation determined that the reported failure to advance, shaft detachment and reported treatments appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other graftmaster stent referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the left anterior descending (lad) with the use of an unspecified device. While advancing the graftmaster to the perforation, the proximal shaft detached. The shaft was successfully snared and removed; however, the perforation diameter increased. Another graftmaster was inserted, but failed to cross the perforation. The procedure was completed using coils. There was no reported adverse patient sequela. The patient has subsequently been discharged. No additional information was provided.